Event description:
It was reported that, "while doctor was performing a trauma surgery, the pt's bone was broken leaving a void which necessitated the use of hydroset. The hospital used hydroset that was expired for 3 months (B)(6) 2011 in a podiatry case in a hospital that is being trained to use the product without the sales rep. They did not have a 5cc on the shelf and they called the rep to ok using 10cc. The hospital grabbed the only expired hydroset that was in the consigned section in the hospital."

Manufacturer narrative:
Device not available for return. Investigation in process but not yet complete.